Event description:
It was reported that, during a procedure, the spider 2 positioner fell from a bed side. The procedure was completed without delay using a smith and nephew back-up device. No further complications were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H2: additional information: b5: event description.

Event description:
It was reported that, during a procedure, the spider 2 positioner fell from a bed side. The patient was not in the positioner when the event occurred. The procedure was completed without delay using a smith and nephew back-up device. No complications/interventions were necessary. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4). H6: fm updated. H10: the information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. Per an additional response, the device was dropped from the bed side and it was not a loss of traction malfunction; therefore the device did not malfunction and did not had a sudden collapse. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly, and a further report submitted outlining both the event details and our investigations performed.

Manufacturer narrative:
H10: h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. There was no relationship found between the device and the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.